Event description:
Gambro learned that following an angioplasty, a patient developed a blister at the site of the alginate pad on of the tipstop compression dressing within 24 hours of application. The patient was instructed by the facility to remove the tipstop dressing in 24 hours. According to the nurse manager, the patient required a surgical stent placement and still needs removal of his graft following an infection of the site. The tipstop labeling states "tipstop is not intended as a long-term dressing. Once hemostasis is achieved, tipstop should be removed between 2 to 4 hours after placement."

Manufacturer narrative:
The tipstop was discarded and not available for analysis. Review of the complaint history records concludes there are no similar complaints related to tipstop globally except the three from this facility. The tipstop labeling states "tipstop is not intended as a long-term dressing. Once hemostasis is achieved, tipstop should be removed between 2 to 4 hours after placement." This facility instructed the patient to keep the dressing on for 24 hours.